Manufacturer narrative:
This report is being filed under exemption (B)(4). By arjohuntleigh, inc on behalf of the MFR (B)(4). Please note that this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hosp equipment ab. Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
Ref # imp (B)(4).